Event description:
It was reported that approximately 56 months after the implant a decrease of impedance was noted. The lead remains implanted at the moment.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included the last saved measurements. On the (B)(6) 2018, the rv coil continuity and the svc coil continuity were below 200 ohms, as reported in the complaint text. Furthermore, artefacts on the right ventricular channel were noted when inspecting the iegms provided for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.